Event description:
On the occasion of cementation of the acetabulum, after waiting the cement to finish the process of polymerization, withdrew the introducer of the acetabulum and verified that this cement was loose. The acetabular component did not join the cement mantle. . The surgeon changed the surgical technique and did an cementless acetabulum. Surgery time delay of 1 hour reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This product is not sold in the us to be used for this indication; it would be sold under a different part number since it is only indicated to be used in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All results were reviewed and they are all within specification. A search of complaint database found 0 previous complaint received in the last 12 months for this lot number, 0 for this product code and 3 for this product family. A review of device history records found no related manufacturing deviations or anomalies. Final micro and sterility tests passed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.